Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that had an erroneous temperature last night in an arctic sun device. The provider wants to know how to look at the patient¿s temperature surrounding the event. Informed nurse the only way to view exact previous temperatures was to download the case data onto a flash drive. Explained this could be done once therapy was completed. Nurse confirmed therapy was completed and they could turn the device off. Had nurse power device off and back on. Had nurse select advanced set up and then select download patient data. Nurse inserted flash drive and saved recent case. Nurse could email the case data for review. Informed nurse to email the excel sheet to them to assist with finding the requested temperatures.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The provider wants to know how to look at the patient¿s temperature surrounding the event. Informed nurse the only way to view exact previous temperatures was to download the case data onto a flash drive. Explained this could be done once therapy was completed. Nurse confirmed therapy was completed and they could turn the device off. Had nurse power device off and back on. Had nurse select advanced set up and then select download patient data. Nurse inserted flash drive and saved recent case. Nurse could email the case data for review. Informed nurse to email the excel sheet to them to assist with finding the requested temperatures. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. Correction: e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient that had an erroneous temperature last night in an arctic sun device. The provider wants to know how to look at the patient¿s temperature surrounding the event. Informed nurse the only way to view exact previous temperatures was to download the case data onto a flash drive. Explained this could be done once therapy was completed. Nurse confirmed therapy was completed and they could turn the device off. Had nurse power device off and back on. Had nurse select advanced set up and then select download patient data. Nurse inserted flash drive and saved recent case. Nurse could email the case data for review. Informed nurse to email the excel sheet to them to assist with finding the requested temperatures.